Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The csutomer stated that system had a communication error and locked up. There is no report of death or serious injury associated with this complaint.